Event description:
Reporter stated that patient's blood glucose was measured, using the accu-chek mobile system, with a result 31.6 mmol/l. Within 10 minutes, patient's blood glucose was reportedly retested, on a hospital blood glucose monitor, which reported a result of 12.0 mmol/l. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.